Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
It was identified that during a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a thrombus occurred. This was identified during an optical coherence tomography image review following the procedure. The procedure was completed with no adverse events reported.